Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Medical device problem code a150208 captures the reportable event of clip was expelled from inside a gastroscope during the cleaning process. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was fully activated and was not completely closed. Microscope examination was performed, and it was observed that the clip is fully activated and the clip is not completely closed. A dimensional analysis was not performed, as only the clip assembly was returned. No other issues with the device were noted. The reported event was not confirmed. The device returned with only the clip assembly. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. The returned the clip assembly with evidence of full activation and was not completely closed; most likely, this condition happened due to operational factors, such as opening the clip inside the scope, event that directly affects the capability to close properly. Therefore, the most probable root cause for this complaint is "adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2021. Following this procedure, the clip was expelled from inside a gastroscope during the cleaning process. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The device was returned.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2021. Following this procedure, the clip was expelled from inside a gastroscope during the cleaning process. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.